Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle with filter had a white, paint-like coating on the needle. The following information was provided by the initial reporter: "upon removing the red cap, it was observed that a white paint/coating was present on the needle. It appears to have been dipped in the paint. It is hardened and raised on the needle shaft."

Event description:
It was reported that the bd¿ blunt fill needle with filter had a white, paint-like coating on the needle. The following information was provided by the initial reporter: "upon removing the red cap, it was observed that a white paint/coating was present on the needle. It appears to have been dipped in the paint. It is hardened and raised on the needle shaft."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/17/2022. H.6. Investigation: it was reported that foreign matter was found. To aid in the investigation, one sample with the plastic shield connected to a 10ml syringe and one photo were provided for evaluation by our quality team. A visual inspection was performed and the needle has a white epoxy drip over from the middle to the top of the needle. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 305211, lot number 1095904. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h.10.